Event description:
It was reported the pre-loaded intraocular lens (iol) was found to be cracked either when the package was opened or when the device was removed from case; there was no patient contact. The lens may not have sat long enough in the balanced salt solution (bss) prior to usage. Account thinks perhaps when the surgical technician actually went to push the plunger may have heard it crack; possible use error was stated. There was no medical intervention, no surgical intervention, and another jjsv lens with the same model and diopter size was implanted in the patient¿s ocular dexter (right eye). Through follow-up, additional information was received confirming no patient contact. Lens was confirmed to be damaged and not the cartridge. Patient outcome was reported as normal, not affected by lens. No further information is available.

Manufacturer narrative:
Additional information: date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.